Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).

Event description:
A nurse reported the footswitch would not respond to commands during a cataract procedure. The footswitch was replaced causing a delay of less than 15 minutes. The case was completed with no further incidents. There was no pt impact reported.